Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: sesr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's device system was explanted due to pocket erosion. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.